Event description:
During installation of the device, the user reported the volume tracking on the cardioplegia monitor was blinking. No other details regarding the event were provided. Since the event occurred during installation of the device, there were no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.